Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins hadn't worked or been charged for over a year. They fell a month ago on the side of the ins and thought something with the ins was broken. It felt like the ins was falling apart inside of them; the shape of the ins used to be rectangular but now it was round and jagged. No symptoms or further complications reported.